Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced no communication from pump to mobile. The customer reported no adverse event. The event involved product(s) mmt-6121. Troubleshooting was performed. The customer reports being unable to pair mobile with pump. Pump and application would not pair after troubleshooting. Escalated item to software operations team. No harm requiring medical intervention was reported. The customer will discontinue using the application. No product return is required for mmt-6121.

Manufacturer narrative:
An attempt to reproduce the reported event using fota app version 1.3.4 installed on samsung galaxy 21 (os 13) with mmt-1880 pump (software version 6.10.4) was conducted and confirmed the issue is not reproduced. One attempt was performed to reproduce the issue. The software successfully adhered to the specified requirements and performed in accordance with the expectations specified in requirement 3551311 document d00459457, version g. Based on a logs analysis by the dev team the customer was faced with the pairing problem. Pairing attempts failed 6 times, because the bonding was lost 30-32 seconds after joining the device for pairing. This is typical if the user has not approved the pairing in the system os pop-ups (usually required to approve twice) within the system timeout (30 seconds). The ¿device not found¿ message should be present on the pump in this case. To resolve the pairing problem the customer should accept two pairing pop-ups. However, the customer was able to successfully upgrade the pump on aug 28, 2024. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.